Event description:
It was reported that the pump touch screen was on, but the display remained black. Customer¿s blood glucose (bg) level was above 500 mg/dl range. Customer administered a manual insulin injection to address elevated bg. The customer reverted to an alternate method insulin therapy.